Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose levels. The customer's blood glucose level at the time of incident was unknown. The customer states they called paramedics to respond to their high and low blood glucose levels. The customer states they treated and released him after two hours. The customer declined to troubleshoot for the blood glucose levels. The customer was advised replacement sets would be sent.